Event description:
It was reported that a spectrum pump was not functioning normally after ending an infusion. The reporter stated that while they were removing the tubing the pump would either state "insert tubing" or would freeze. The event happened after delivery at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, it was found that the software was out of date. A review of the event history log revealed an out of date software version. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the software was out of date. The software version will be updated. During evaluation the device had a delayed keypad response. The cause was identified to be a failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.